Event description:
Account reports they are obtaining erroneous potassium results for pt samples. The incorrect results were not used to guide pt therapy. The field service rep found the chloride electrode was interfering with the ise tests and repaired the instrument by replacing the chloride electrode.